Event description:
An alarm was reported by the caller due to an occlusion issue, which caused the customer's blood glucose level to read "high," but the specific value was not known. The customer addressed the high blood glucose by administering a correction bolus through the pump and did not require third-party assistance. Reportedly, the customer changed pump supplies to resolve the issue. There was no additional information received regarding the outcome of the event.